Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was not able to get her implantable neurostimulator (ins) to turn on. The ins was put into MRI safety mode and thought it was stuck there. The patient also thought that her ins battery was completely dead and had been dead for months. These issues were discovered in (B)(6) of 2018. During the time of the report, the patient used the patient programmer (pp) and there was poor communication with and without the antenna attached. The patient also tried to recharge using the implantable neurostimulator recharger (insr) and got the reposition antenna screen. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to report and resolve the potential overdischarge. Additional information was received from the patient. It was reported that they were trying to find out the rep they talked to. Back then a rep met her at the ER at the hospital to attempt to get the stimulator working. They were not able to get it up and running. Patient was redirected to their hcp. Additional information was received from the patient. It was reported that the patient's device had been "down for a long time." The patient reported that they were walked through how to jumpstart the ins and they were not able to get it up and running after several attempts. Additional information was received from the patient. It was reported that the patient met with a rep and they were able to get it started after a while. The patient said they were scheduled to have a replacement on (B)(6) 2019. No further complications were reported.